Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test and motor error during the rewind during prime. Problem isolated to interface board. Analysis unable to verify device software error or motor resistor encoder error alarms due to motor error alarms. The motor was tested outside the device and passed. The insulin pump received with cracked case at display window corners, cracked reservoir tube, and cracked battery tube threads. The insulin pump received with scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The blood glucose at the time of the incident was 194 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.